Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 27feb2018, fse was at customer's site and confirmed customer's reported issue from error printout. Fse lubricated the sample arm and ran several patient samples, over 50 times to confirm no error or stoppage. Fse could not reproduce errors, instrument is functioning without failures. The g8 instrument was performing within specifications . No further assistance required from fse. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. 708 x1-axis error the g8 operator's manual under chapter 6 - troubleshooting, indicates that 708 x1 axis error message is generated when an operation error occurs with the x1 axis. The operator is instructed to inspect the x1 axis. The most probable cause of the reported event was due to insufficient sample arm lubrication.

Event description:
On (B)(6) 2018, customer reported getting error message 708 x1 axis error on the g8 instrument. Per customer, instrument will sample 3 or 4 samples in a rack successfully and then the error will occur. Customer has done rack rotation but error still persisted. Technical support specialist had customer run one rack without tube caps and error did not occur. Customer then tried to run a rack with caps on, and error reoccurred. The customer changed the sample needle and was able to run calibrators and controls, but error reoccurred when she started patient runs. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.